Manufacturer narrative:
Patient is (B)(6). (B)(4) relates to (B)(4) for the reported issue of stent partially deployed. A visual and functional examination of the complaint device could not be performed as the device was disposed and will not be returned for analysis. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. Based on the details of the complaint, it is probable that the stent partially deployed as a result of anatomical or procedural factors encountered during the procedure; therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used to treat a malignant tumor in the lungs during an airway stenting procedure on (B)(6) 2011. According to the complainant, the patient had lung cancer. The patient's anatomy was not tortuous and their anatomy was not dilated prior to stent placement. During the airway stenting procedure, the physician went to deploy the stent; however, as he pulled the suture, it became stuck and he was unable to fully deploy the stent. The stent only deployed half way and the physician had to remove the partially deployed stent from the patient. The procedure was successfully completed with another stent. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.